Event description:
Customer reported images are grainy and dark. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the anatomical profiles. System operates as intended. This MDR is related to ge healthcare complaint number.